Event description:
Boston scientific received information that the patient with this right ventricular and right atrial lead, was hospitalized due to loss of capture with suspected dual lead dislodgment. It was reported the patient would have a repositioning procedure in the upcoming weeks. No adverse patient effects reported as the patient has an intrinsic conduction.

Manufacturer narrative:
Following receipt of new information this event will be further updated and a follow report submitted.

Manufacturer narrative:
Upon receipt at our post market reliability assurance laboratory, this lead was thoroughly analyzed. Extensive testing was performed to assess the lead's electrical and insulation integrity. Measurements throughout these tests demonstrated continuity of the electrical circuitry and the lead insulation. Rigorous testing, including extensive lead manipulation while connected to an ohmmeter, verified there was no intermittency in the electrical conductivity. Engineers were unable to perform a helix mechanism test, as dried blood in and around the helix mechanism, did not allow for helix movement. Additionally, engineers confirmed a bent lead tip, which may have contributed to the helix rotation difficulty during implant. Laboratory analysis was unable to confirm the reported clinical allegations.

Manufacturer narrative:
--

Event description:
Subsequent information states a revision procedure has been performed and both leads were successfully explanted. The explanted products are intended to be returned for a post market evaluation. No adverse patient effects were reported during the revision procedure.